Manufacturer narrative:
Results code 1 updated. Conclusion code 1 updated. Conclusion code 1: code 18 - the gore® dryseal flex introducer sheath instructions for use (IFU) states do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device. Caution: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding. Conclusion code 2 added. Conclusion code 2: code 22 - according to the gore® dryseal flex introducer sheath IFU, potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection.

Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that a 16 fr. Gore® dryseal flex introducer sheath was utilized on the patient's right side. The patient's right internal iliac artery was embolized with plugs, and a gore® excluder® aaa trunk-ipsilateral leg component was implanted. It was reported that intraprocedural angiography confirmed that the ipsilateral limb of the trunk-ipsilateral leg component was located in what was reported as a good position on the patient's right side. The physician also implanted a non-gore boston scientific epic 10mm x 60mm bare metal stent from inside the ipsilateral limb down to the patient's right external iliac artery. Reportedly, there was difficulty noted while delivering the epic bare metal stent. After the epic bare metal stent was implanted, angiography confirmed a dissection in the patient's right external iliac artery. The physician reportedly assumed that the dissection was attributed to the difficulty noted during delivery of the epic bare metal stent. An additional boston scientific epic 10mm x 40mm bare metal stent was implanted distal to the first bare metal stent to cover the dissection. The procedure was completed with no further reported issues. The patient tolerated the procedure.